Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7077094.

Event description:
It was reported that patient experienced inadequate stimulation due to lead migration as confirmed via x-ray. The patient underwent a revision procedure wherein the leads were repositioned and was doing well postoperatively.